Manufacturer narrative:
Unit received with cracked/detached end cap. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify prime/fill anomaly due to cracked/detached end cap. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that reservoir had rewind anomaly so experienced high blood glucose was 460.8mg/dl at time of incident which was treated with manual injection. Customer states they are unable to exit the "preparing to prime" loop. Customer advised to revert to back up plan per hcp instructions. Customer declined to troubleshoot for high blood glucose. Insulin pump will not be return for analysis.